Event description:
It was reported that the wheel of roller clamp was missing in a dehp free solution administration set before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was returned for evaluation against the reported condition of a missing component. This condition was confirmed, as the roller ball was missing from the clamp, though no cause was able to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.